Manufacturer narrative:
(B)(6) 2016 03:25 pm (gmt-4:00) added by (B)(6) ((B)(4)): maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet (B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
(B)(6) 2016 02:51 pm (gmt-4:00) added by (B)(6) ((B)(4)): it was reported that the hcu40 displayed the error message "water flow low" at the end of de-airing. The incident occurred during priming / setup so there were no patient involved. (B)(4).

Manufacturer narrative:
On (B)(6) 2016 02:00 pm (gmt-4:00) added by (B)(6) ((B)(4)): a maquet field service technician was on site and investigated the unit .the technician troubleshot the device and found a defective flow sensor on the cardioplegia side, which was responsible for the "water flow low" error message. The flow sensor was exchanged. A supplemental medwatch will be submitted if additional informations becomes available.

Event description:
On (B)(6) 2016 01:50 pm (gmt-4:00) added by (B)(6) ((B)(4)): (B)(4).